Manufacturer narrative:
The device was received for evaluation. Visual examination of the device found the piston connection to be fractured. The device was used for treatment. This issue has been previously investigated and typically found related to normal wear, misuse, or improper maintenance; however, a definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the end user returned a broken device.